Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023 . On the same day the sensor was inserted, the patient was walking, started sweating and fell unconscious. A bystander called a paramedic and when the paramedics arrived, they checked the patient's bg and it was 17 mg/dl. It is unknown what the cgm was reading during this time but the patient stated they did not receive a warning from the cgm. The patient was taken to the hospital where they were treated with IV fluids and food. At the time of the report, the patient was doing fine. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. The patient indicated that she is a brittle diabetic and a double amputee. She has had diabetes for 30 years and no longer has hypoglycemia symptoms (hypoglycemia unaware). On the same day the sensor was inserted, the patient took a walk in the afternoon. Prior to the start of the walk her cgm value was 222 mg/dl. There were no alarms or alerts which occurred prior to the event. She was walking alone in the sun and it was hot. After approximately an hour she was sweating profusely, and when the prosthetic liner was full of sweat and became loose, she realized something was wrong. She fell and lost consciousness by the side of the road. Someone passing by called ems. Upon paramedic arrival the bg finger stick value was between 15-17 mg/dl. She was treated with glucagon, and regained consciousness. She also ate glucose gel to stabilize her bg level and paramedics returned her to her residence. After the event she discovered there was a difference of 100 points between the bg finger stick values by paramedics and the cgm values on her phone at the time. At the time of the report, the patient was doing fine. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.